Manufacturer narrative:
The device was not returned to olympus for inspection, instead 3rd party distributor inspected and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image gets darker when zooming in. The issue occurred during inspection for use. There were no reports of patient involvement.